Manufacturer narrative:
The device was returned for evaluation. The examination showed the front panel was damaged with missing knobs. The device would not power on. The examination of the battery holder showed corrosion. In addition the alarm gauge bezel was damaged. The component problems were determined caused by wear.

Event description:
It was reported the device would not give an alarm. No adverse effects reported.